Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient with an external neurostimulator (ens) for trial stimulation who reported that the patient was having pain after arriving home. A follow-up call with the consumer indicated that the patient "can feel something enough to know it there but its not the stimulation." An additional call with the consumer determined that the patient had a bad day the day prior to the call. The patient turned stimulation down and felt better and thought that they had a bladder infection. Patient status is unknown at the time of this report. There were no further complication reported or anticipated.